Event description:
A malfunction alarm, identified as malf 12, was reported, and the customer experienced at least three occurrences of this same issue on the pump. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump. The customer agreed to return the problematic pump using a pre-paid label and will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.